Event description:
During a follow-up, after the implant procedure, there was increased threshold capture, noise episodes and varied r-wave sensing amplitude noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of unacceptable threshold, noise and sensing anomaly were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.